Event description:
It was reported that (1) device was used during a stomach resection. It was reported by the affiliate that the pmw35 device does not staple correctly. Another device was used to complete the case. There was no consequence to the patient.